Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). Information was reported that the patient tried an ins, which was a no go for her. The patient said the ins used to make her shake from the waist down. They took the ins out and waited a year maybe two before a pump was implanted. The patient thinks the ins was made by medtronic, but does not remember the date nor the name of the healthcare provider (hcp) she worked with at the time. No further complications were reported. No additional patient symptoms were reported.